Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer started getting sensor errors. Customer's blood glucose level was 138 mg/dl. Customer stated that the alert occurred after initialization. Customer removed the sensor and stated that the sensor was split. Sensor will be replaced. Customer entered his blood glucose meter readings several times to see if that would help, but now has an empty circle on the screen. Customer tried entering a manual calibration. Customer stated that there appeared to be blood in the cannula and a v-shaped split at the base of the sensor. Customer declined troubleshooting for cal error. No add'l info provided.